Event description:
An sicu nurse educator informed integra product support of the following incident: the patient had a problem with the drainage system in the or. When the patient was connected to the device, it was observed that csf would not drain from the burette to the drainage bag. The drain was immediately replaced. In an attempt to obtain additional information, a call was placed to the or and forwarded to the individual with responsibility for product issues. He reported that he had not heard of any problems and further suggested to contact the neuro coordinator. The neuro coordinator also reported not being informed of any issues and was provided an integra contact name and phone number should additional information become available. September 28, 2007 integra product complaint specialist requested the following information: patient diagnosis? What was the orientation of the stopcocks in relation to the direction of flow from burette to the drainage bag? Identify any trouble shooting attempts like flushing and the presence or absence of parenchymal matter, blood clots, fibrin clots, etc. In the tubing, burette and stopcocks.

Manufacturer narrative:
The device involved in the reported incident is not available for return. An investigation has been initiated based on the reported information.